Event description:
It was reported that during use of a fusion oxygenator, the device was foaming at the bottom and leaked from one of the vents. There was minimal blood loss from the circuit. The customer reported that care was being provided to the patient at the time they were on bypass, but oxygen and co2 levels were not affected. The customer suspected a capillary break of the product and referred to it as "defective." The use of the device was unspecified. There were no patient complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4.2 (expiration date) & h4 (device mfg date): these fields have been updated. Additional information b5: medtronic received additional information that a transfusion was not required because of the leak. Approximately 10 to 25mls of blood was lost because of the leak. There was no damage observed to the device, the packaging or other contents within the package. The device was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.